Event description:
Customer was admitted to hospital for high blood glucose and diabetic ketoacidosis. Customer was running low on insulin and did not change his reservoir. Checked programming-insulin concentration, am/pm, basal rates/times, bolus history, alarm history. Programming is not correct. No. Alarm history revealed an e-21. Nurse stated that she received the alarm after inserting a new battery prior to troubleshooting. Nurse could not continue troubleshooting because she did not have a reservoir or set available at time of call.